Event description:
As per doctor the ascent balloon catheter 4 mm x 15 cm (brc00041500/c14070) could not be deflated properly. The event occurred while the doctor was prepping the balloon. The device did not prep normally. The contrast media used was bayer. The contrast to saline ratio was 60:40. It took a few minutes to deflate the balloon. There were no damages noted on the balloon. Additional intervention was not required to deflate the balloon. There was no impact to the patient. The target vessel was acom.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During prep, the ascent balloon catheter 4 mm x 15 cm (brc00041500/c14070) could not be deflated properly. The device did not prep normally. The contrast media used was bayer. The contrast to saline ratio was 60:40. It took a few minutes to deflate the balloon. There were no damages noted on the balloon. Additional intervention was not required to deflate the balloon. There was no impact to the patient. The target vessel was acom. As received, the unit was correctly bagged and sealed. Although it was not in the hub clip, no defect was noticed on the outer surface. However, dry contrast media was found along the inner and outer surface of the catheter. The balloon was deflated as received. Balloon area was intact. The catheter flushed appropriately. The unit was soaked in water for 24 hours to see if the dry contrast adhered in the internal wall of the balloon inflation port could be removed so that the inflation test could be performed. The contrast remnants outside the balloon area were impeding the complete balloon inflation initially. After 3 balloon inflation/deflation attempts to get the right shape of the balloon, a balloon deflation test was executed. Six (6) attempts were performed. Even though the balloon of the returned unit was inflated, the entire balloon could not be filled with contrast media; a mix of contrast media and air bubbles were present on every attempt executed. The closed vent hole is the cause of this mix (contrast media + air). The six deflation times during functional testing of the returned device, using 100% omnipaque tm 300mgi/ml contrast with 6.3 viscosity @ 37 celsius measured with a calibrated stopwatch, were found to be within the ascent approximate deflation times (seconds) as stated in the ascent occlusion balloon catheter IFU lcn 51843-001/a. No other devices from this lot were available for testing. Deflation difficulty was not confirmed. A likely cause of deflation difficulty is related to the viscosity of the contrast media used. Viscosity of the contrast solution will affect inflation and deflation times. Based on the available information, a definitive conclusion cannot be made; however, viscosity of the contrast may have impacted the event. There was no discrepancy with deflation times with testing of the returned device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.